Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unusable and there was no sterilized drill as a backup. It was reported that while a device was being sterilized, it was noted that the patient's inner ear pressure increased and the brain parenchyma had to be resected. It was reported that there was a 30-minute procedure delay and the procedure was completed using a backup device. On follow-up, it was reported that there was no further information regarding the status of the patient post-surgery.